Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture grade IV and seroma (late) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV and seroma (late).

Event description:
Patient reported on right side "liquid collection, capsular contracture grade IV with breast shape distortion," pain, and cysts. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., h.6.

Event description:
The device has been explanted.

Event description:
Patient reported on right side "liquid collection, capsular contracture grade IV with breast shape distortion," pain, and cysts. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation observed on the device.